Event description:
This report was received from (B)(4) and is a clinical report by a physician from the (B)(6) of septicemia secondary to peritonitis and fungal peritonitis in a subject coincident with extraneal viaflex and physioneal 40, unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). Extraneal and physioneal therapies were ongoing. On (B)(6) 2009, the subject experienced and was hospitalized for septicemia secondary to peritonitis. Treatment was not reported. On (B)(6) 2009, the subject was diagnosed with fungal peritonitis. The primary contributing factor for the fungal peritonitis was unknown. On (B)(6) 2009, the subject was discharged from the hospital. The subject with septicemia secondary to peritonitis - recovered ((B)(6) 2009). Fungal peritonitis - not recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. (B)(4).

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.